Manufacturer narrative:
The technician isolated the issue to hand pendant. He replaced the hand pendant to repair the bed.

Event description:
Information received indicates the head section moved unintentionally.